Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. After receiving this complaint, we searched for other complaint and we didn't find other complaint on this lot number (besides that of 9610711-2019-00036, which occurred with the same patient). Unfortunately no sample is available for our evaluation. The silicone balloon issue is known and followed. In parallel, a specific trend is monitored regarding the silicone balloon issue.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the nurse inflated the balloon with 45 ml of eppi to test the catheter and after deflating it, the nurse introduced the catheter in the patient and inflated the balloon in the same way as for the test. Then 30 minutes after the insertion, the patient explains having had "a sensation of a crack in the lower belly". The nurse thus checked this catheter and saw that the balloon was burst. The nurse then placed a catheter ch 20 and there was no other incident thereafter.